Event description:
It was reported that the patient's system was fully explanted approximately two weeks after implant due to an infection that manifested at the ins pocket. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was implanted with a new system. The reporter had not heard anything since then.

Manufacturer narrative:
(B)(4). Lead: model 39565, serial# (B)(4), implanted: 2012 (B)(6), explanted: unknown; recharger: model 37752, serial# (B)(4).